Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3-1 was failed to recover. The field service engineer replaced the failed drawer board and drawer board controller and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the main 3.1 cubie drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.